Event description:
Customer observed a (B)(6) advia centaur xp hbc total (hbct) assay that was (B)(6) on an alternate method and was not in agreement with the (B)(6) profile. The customer diluted the sample 1:10 in multi-diluent 11 and tested the sample on the advia centaur xp hbct assay and observed a (B)(6) result. This is an off-label use and not supported by siemens. There are no reports that treatment was altered or prescribed or adverse health consequences due to the (B)(6) advia centaur xp hbct result.

Manufacturer narrative:
The cause of the (B)(6) advia centaur xp hbct result is unknown. Siemens received the sample and tested it with advia centaur xp hbct lots 100066, 100068 and 100069 and observe results of 0.39 index, 0.18 index and 0.2 index respectively which reproduce the customer's results. The (B)(6) result is not specific to a reagent lot and is not a site specific issue. The (B)(6) results indicate that the patient is a recovered patient. All quality control results are acceptable indicating that the assay is performing acceptably. The limitations section of the us version of the instructions for use states: "the results from this or any other diagnostic kit should be used and interpreted only in the context of overall clinical picture. A negative test result does not exclude the possibility of exposure to hepatitis b virus. Levels of anti-hbc may be undetectable both in early infection and late after infection." The limitations section of the ous version of the instructions for use states: "the advia centaur hbc total assay is limited to the detection of total antibodies to hepatitis b core antigen in human serum or edta plasma. Assays for the detection of anti-hbc may not identify all patient samples that contain hepatitis b virus or potentially infectious units of blood and may generate false reactive results."

Manufacturer narrative:
Siemens filed MDR 1219913-2015-00056 on february 22, 2015 reporting a (B)(6) advia centaur xp hbc total (hbct) result that was (B)(6) on an alternate method and was not in agreement with the (B)(6) profile. The customer also diluted the sample 1:10 in multi-diluent 11. This is an off-label use and not supported by siemens. Siemens received the sample and confirmed that the (B)(6) result was not specific to a reagent lot or the site. April 1, 2015 - additional information: a review of the customers data indicated that the (B)(6) result observed by the customer when the sample was diluted was not calculated correctly. Although dilution of samples is an off-label siemens diluted the sample and observed (B)(6) results which did not confirm the customer's results. The root cause of the discordant result is unknown but appears to be related to the sample. The customer is not questioning the sensitivity of the assay but rather the fact that the neat result was (B)(6) while the diluted result was (B)(6).